Event description:
Home care dealer forwarded parents info that the monitor did not alarm, baby was apparently turning blue and ems was called and responded. It was not known what ems did during that visit but the baby was returned to the monitor when the monitor again "acted up" by not alarming. Baby was taken to the hospital and released.